Manufacturer narrative:
Device is combination product. A synergy ous mr 3.50 x 28 mm stent delivery system catheter was returned for analysis. A visual examination of the stent identified damage to the distal end of the stent. The stent struts in the first distal stent strut row was lifted and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon cones were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube identified a kink at 620mm distal from the distal end of the strain relief. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18jul2019. It was reported that shaft kink and crossing difficulties were encountered. The 93% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After a non-bsc guidewire crossed the lesion and pre-dilated wih a non-bsc balloon catheter, a 3.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion and a kink was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.